Event description:
It was reported that during the implant procedure, a competitor guidewire could not be passed through the left ventricular (lv) lead. A second guidewire was placed in the lead, however, the guidewire could not pass through the lead. The lead was removed and a new lead was implanted, in which the wire passed with no issue. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. There was blood on the distal conductor of the lead and it was obstructed. There was blood on the proximal conductor. The analyst noted a test guidewire was fully inserted in the lead after obstructing blood was broken up. If information is provided in the future, a supplemental report will be issued.